Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced atrial fibrillation (af) with rapid ventricular response (rvr). Anti-tachycardia pacing (atp) was delivered and it accelerated the patients ventricular tachycardia (vt) into a ventricular fibrillation (vf). A shock was applied and it slowed the rhythm into the vt zone, with a second shock slowing the rhythm briefly below the rate zone cutoff, followed by an unstable mix of zone beats. Technical services (ts) discussed was consulted and recommended device reprogramming as well as rate control medications. This ICD remains in service. No additional adverse patient effects were reported.